Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, the patient reported ghosting of images that interfered with quality of intermediate and near vision. Additional information was received from the surgeon who reported that the patient has had visual symptoms since the first postoperative day. The event continues. The surgeon is planning on exchanging the lens for this eye. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge and handpiece. Viscoelastics that are not qualified for use with this lens/cartridge/handpiece combination were reported to have been used during the procedure. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2012. (B)(4).